Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced a hypoglycemic event with seizures. The cgm was reading 70 mg/dl and the blood glucose reading was 40 mg/dl. An ambulance was called and the patient was treated by the paramedics with a bottle of orange juice and an apple. The patient recovered after 20 to 30 minutes and her blood glucose readings went back to normal. The patient was not taken to the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.